Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user heard an abnormal "grinding noise," and observed "metal shards" in the patient samples. It is reported from the user that there was no harm to the patient or user, the procedure was successfully completed and there was no indication of metal in the patient in the post-biopsy mammogram. A hologic field service engineer (fse) was dispatched to examine the brevera unit and determined that the noise was coming from the driver/needle assembly. The fse reports that the needles the user used during the procedure were no longer available for investigation. No further information is currently available.